Manufacturer narrative:
Bayer product analysis received and examined the returned syringe, lot number 8405573, and identified the presence of a hair-like particle in the fluid path. The particle was detected in the barrel of the syringe and measured approximately 1 cm in length. Our investigation determined that the particulate noted in the syringe was introduced during the material handling in the manufacturing process and was not detected upon receipt of the syringe from the supplier. A 12 month review of complaint history determined that there have been no other reported issues of this nature for this lot number.

Event description:
The site reported the following: after opening the arterion disposable kit and upon filling of the syringe, they saw a hair or hair-like strand of unknown etiology within the fluid. The customer elected not to use the syringe. No injury or adverse event was reported.